Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2020. It was reported that the patient experienced severe pain. The patient had a previous mesh implanted on (B)(6) 2018 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.